Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure. The customer reported that they were unable to recover the smart remote manager. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was not functioning properly. A field service engineer ensured all cables were screwed down and connected properly. After rebooting, the user recovered and the fse cleaned the contacts and crimped the wiring connectors. The engineer used a hardware testing application to test the door. The system functioned as intended after the field service engineer repaired the device.